Event description:
Boston scientific crm received information that during the replacement of this cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) rate/sense pin was stuck in the device header. Technical services (ts) discussed all the set screw locations, and it was found that one was not loosened. Once loosened, the lead was able to be removed. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
There is no additional information available. If further information becomes available this event will be reopened.